Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and is unable to enter MRI mode, patients lead has high impedances. As a result, surgical intervention may be undertaken to address the issue.